Event description:
The customer reported being admitted in the emergency room due to high blood glucose of 348mg/dl. Troubleshooting was performed. The customer stated that the insulin pump has been making a clicking noise while attempting to deliver the insulin. The caller also mentioned receiving no delivery alarms. The caller stated that the insulin pump is cracked across the screen and along the bottom of the device. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with cracked reservoir tube, cracked battery tube threads, and scratched display window.